Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. (B)(6) USA has been used as a default. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that multiple bd luer-lok¿ syringes had the needle hub separation. The following information was provided by the initial reporter: "these are the needles and defects".

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: two faulty needles one not use and one needless good in open package used 1 needle fell apart and the other needle would not draw the medicine from the bottle no one was hurt thank god the needle broke off in the bottle instead of in me. Can you please provide additional details of the product malfunction you reported? (Detailed description of event) ¿ stated as above. What was the patient impact? No injury reported. What was the patient outcome? No injury reported, consumer use good needle was there any medical intervention? No. Can you please provide the date of event? Consumer didn¿t provide event date is a sample available for evaluation? Consumer didn¿t provide sample availability information.

Manufacturer narrative:
H6: investigation summary : four photos were provided to our quality team for investigation. Based on the investigation with the photos analysis the symptoms reported could not be confirmed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.